Event description:
It was reported that approx two to three hours after a tvt procedure, the pt was experiencing pain in the hypogastrium. A hematoma was seen in the area along the prevesico-vagina to the muscle of the lower abdomen. The hemorrhage appeared to be bifurcated from under the left side duct arterious. The quantity of bleeding is believed to be 500ml. An arterial embolization was performed to treat the hematoma. According to the physician, the incident could have been caused by damage to a small artery from the insertion of the needle.